Event description:
It was reported that the patient presented asymptomatic to the clinic after receiving inappropriate hv therapy due to oversensing on the ventricular lead. The lead was repositioned.

Event description:
It was reported that the ventricular catheter was disconnected from the snap base. The ventricular catheter was retrieved from the ventricle.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.